Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2010, the patient was presented with left-sided chest pain radiating to the neck and associated with shortness of breath (sob), cough, and sputum production. Cardiac catheterization was was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.3 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 16 mm taxus® liberté® atom¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with unstable angina and a 2.5 x 12 mm non bsc stent was implanted to treat the proximal lcx. In (B)(6) 2014, the patient presented due to chest pain. Electrocardiogram (ECG) revealed nonspecific t wave abnormality with possible infarct. The patient was diagnosed with inferolateral mi and cardiac catheterization was recommended. At the time of the event, the patient was on aspirin and prasugrel. The study drug was last taken in (B)(6) 2011. Coronary angiography was performed and revealed 99% stenosis in the proximal stented segment (2.25 x 16 mm study stent and 2.5 x 12 mm non bsc stent). The patient was referred for coronary artery bypass graft (CABG). In (B)(6) 2014, the patient underwent CABG x 3 with the left internal mammary artery (lima) to left anterior descending (lad), saphenous vein graft (svg) to obtuse marginal (om) and svg to right coronary artery (rca). The patient had bleeding issues during the procedure which required multiple transfusions. At the time of reporting, the event was considered recovering/resolving. In (B)(6) 2014, the patient was discharged on aspirin.